Manufacturer narrative:
No malfunction suspected. End user was operating the power wheelchair with the armrest in the up position and the seat belt off. Hoveround's owner's manual warns end users to "always fasten seat belt to maintain proper positioning in the seat and avoid injury."

Event description:
End user reports while operating the power wheelchair with the armrest in the up position and not wearing the seat belt, she turned and fell out of the seat.